Event description:
It was reported that the patient was experiencing severe pain when a program was accidentally changed. Reprogramming was attempted, however, stimulation caused skin irritation and more pain in the legs and toes. The patient presented to the emergency room (ER) and was administered with pain medications. The patient had another reprogramming done and was doing well with good coverage upon follow-up.